Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. With no return of the actual device the root cause can not be determined. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file one previous similar report with the involved product code/lot number combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the following: a pre- deployment angiogram was performed. There was no difficulty in the deployment steps. There was no bleeding or hematoma in the tract. The other day it was detected there was no blood flow to the sfa and distal part of the leg. Because of this a stent was implanted in the patient. The patients condition is reported to be well. The patient was discharged from the hospital the next day.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.